Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Physician reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on anterior side assessed as surgical damage. And broken striated on anterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Wear abrasion observed. Green particles on the surface of the shell.

Event description:
Physician reported left side "rupture". Device has been explanted.